Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that bubbles were identified in the donor line near soft cassette and the donation was immediately ended. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.4, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The donor line fluid detector briefly reported air during blood prime and intermittently during the first 4 draw cycles. The donor fluid detector did not report air during any of the return cycles in this run. The ac fluid detector did not detect air at any point during the run. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search was performed for this lot and found 2 reports for similar issues on this lot. See MDR 1722028-2025-00209 and 1722028-2025-00210. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: loading issue failure to lay the plasma bottle flat in the bottle holder improperly spiked ac or failure to remove air bubbles from ac after spiking. Ac pump has debris or is obstructed. Defective donor needle line or donor needle connector. Incorrect venipuncture loading issue causing a kink/tubing line obstruction, and/or an air block

Event description:
The customer reported that bubbles were identified in the donor line near soft cassette and the donation was immediately ended. Full collection ID: (B)(6) per the customer the "donor is currently qualified with no active deferrals, they have not donated since the event" and no medical intervention was required for this event. The customer indicated on follow-up that air was observed in the tubing on the donor side of the soft cassette. All the luer connections were tight. It was not known if there was clotting in the channel or in the return chamber because nothing was noted by the operator during the case creation. There was no medical intervention. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The donor line fluid detector briefly reported air during blood prime and intermittently during the first 4 draw cycles. The donor fluid detector did not report air during any of the return cycles in this run. The ac fluid detector did not detect air at any point during the run. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search was performed for this lot and found 2 reports for similar issues on this lot. See MDR 1722028-2025-00209 and 1722028-2025-00210. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that bubbles were identified in the donor line near soft cassette and the donation was immediately ended. Full collection ID: (B)(4) per the customer the "donor is currently qualified with no active deferrals, they have not donated since the event" and no medical intervention was required for this event. The customer indicated on follow-up that air was observed in the tubing on the donor side of the soft cassette. All the luer connections were tight. It was not known if there was clotting in the channel or in the return chamber because nothing was noted by the operator during the case creation. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, b.5, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The donor line fluid detector briefly reported air during blood prime and intermittently during the first 4 draw cycles. The donor fluid detector did not report air during any of the return cycles in this run. The ac fluid detector did not detect air at any point during the run. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search was performed for this lot and found 2 reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that bubbles were identified in the donor line near soft cassette and the donation was immediately ended. Full collection ID:(B)(6) per the customer the "donor is currently qualified with no active deferrals, they have not donated since the event" and no medical intervention was required for this event. No additional information is known. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, a.3a, a.4, b.5, h.6 and h.11. The run data file (rdf) was analyzed for this event. The donor line fluid detector briefly reported air during blood prime and intermittently during the first 4 draw cycles. The donor fluid detector did not report air during any of the return cycles in this run. The ac fluid detector did not detect air at any point during the run. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that bubbles were identified in the donor line near soft cassette and the donation was immediately ended. Patient identifier is unknown at this time. Per the customer the "donor is currently qualified with no active deferrals, they have not donated since the event" and no medical intervention was required for this event. No additional information is known. The collection set is not available for return because it was discarded by the customer.